Event description:
When I went to draw from the kids¿ kit on my umbilical venous catheter (uvc), I was trying to draw into the syringe from the access port, but it would only draw up air. It then filled the line with air as well, so I had to draw back all the way into the waste to get the bubble out. Manufacturer response for kids kit, ICU medical (per site reporter). No response yet.